Event description:
It was reported patient underwent an initial total hip arthroplasty in 1987. A subsequent revision of the head was performed on (B)(6) 2014, due to wear. The head was removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification and expiration date - unknown, PMA/510(k) number - unknown, manufacture date ¿ unknown.